Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A facility representative reported a patient experienced a small radial tear after laser capsulotomy. After the cortex was removed, the tear extended posteriorly resulting in a posterior capsule rupture. An anterior vitrectomy was required.

Manufacturer narrative:
No further information was able to be obtained from this customer. The customer's reported event was not able to be confirmed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).